Event description:
Boston scientific crm received information that 25 days post implant, the right atrial (ra) lead dislodged and was successfully repositioned. The ra lead remains in service and yielded good measurements after being repositioned. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.